Event description:
The patient contacted lifescan alleging that their one touch profile meter was reading inaccurately low. The medical affairs specialist mailed a letter since the patient could not be reached. The patient reported blood glucose results of 171 mg/dl with the lifescan meter and 500 mg/dl on a laboratory device, performed within 21 to 30 minutes of each other. The patient reported developing symptoms of feeling light headed, dizzy and hot following the 171 mg/dl result. Between the tests there was no intervention that would be expected to change the blood glucose. The patient's family member drove them to the hospital, where they received insulin treatment. Based on the patient's symptoms and the difference between the reported meter reading and the hospital reading, there is an indication that the patient experienced injury and medical intervention. The patient may have administered self-treatment if they were aware of their blood glucose level. The meter and strips were replaced.